Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had issues with the time clock advancing faster than normal. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the buttons do not respond. The customer sent the product back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit received was not in manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Unit was programmed with correct time and date and monitored for 4 days. No time anomalies were noted. Unit was received with faded serial number label. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case, and keypad overlay.